Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was currently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of admission was not provided. The customer stated that this incident was the result of a bent cannula. The customer reported that the insulin pump had a no delivery alarm during the fill cannula stage. During troubleshooting, the customer was able to get insulin to exit the tubing. The insulin pump was not replaced or returned for analysis.